Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr wire was fractured. This type of damage typically occurs due to forceful retraction of the device against resistance during use. The fractured sr wire contributed to the embolization coil detachment during the procedure. Further evaluation of the device revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left pulmonary artery using a ruby coil and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the ruby coil through the microcatheter and subsequently, the ruby coil unintentionally detached. Therefore, the microcatheter containing the detached ruby coil was removed. The procedure was completed using another coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.